Manufacturer narrative:
The reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with syringe. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation cap. Fourth photo sample shows outer tray packaging. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone temp sensing foley catheter with sample port connector and syringe. Visual inspection of the sample noted using the returned syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and no leaks were observed. With the syringe attached the balloon passively deflated in 49 seconds with no issues or cuffing. No root cause could be found because the reported event was unconfirmed. A risk review, labelling review and a device history review was not required as the reported event was unconfirmed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest it was possible to pull it out partway but not completely from the foley catheter. Only 5ml of water that was removed with the syringe and took 30 minutes to remove the water. Medicon made syringe used to remove the water. It was noted that the given lot# was myhw1644.

Event description:
It was reported that during pretest it was possible to pull it out partway but not completely from the foley catheter. Only 5 ml of water that was removed with the syringe and took 30 minutes to remove the water. Medicon made syringe used to remove the water. It was noted that the given lot# was myhw1644.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.